Event description:
Boston scientific received information that the right ventricular (rv) lead had perforated in the left ventricular (lv) of the heart. The lead will be revised at a later date. The lead remains in service. No additional adverse patient effects were reported. Additional information received that the lead was repositioned and successful defibrillation threshold (dft) test was done. In addition, the physician did not confirm the tamponade. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.